Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire. The reported polymer separation was confirmed. The reported difficulty to advance the guide wire through the guiding catheter was unable to be confirmed due to the returned condition of the guide wire. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaint reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance, difficulty to advance and polymer separation appear to be related to operational circumstances of the procedure. In this case, it is likely that the guide wire encountered resistance with the challenging anatomical conditions resulting in the failure to advance. The polymer coating likely became damaged against resistance and caused the difficulty to advance the guiding catheter over the wire, ultimately resulting in the polymer separation inside the guiding catheter. Corrosion was noted on the guide wire, and likely a result of exposure to the elements during transit back to abbott vascular for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the superior mesenteric artery. A command 18 guide wire was used with an unspecified guiding catheter when the guide wire faced resistance with the anatomy and the guiding catheter during advancement. Some of the guide wire coating came off in the guiding catheter. It was confirmed that none was in the patient anatomy. An unspecified guide wire and guiding catheter were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.